Manufacturer narrative:
Analysis was able to confirm the epg displayed an error message; the main printed circuit board (pcb) is out of electrical specification. Analysis also noted that the display wires were pinched with compromised insulation and two output connector nuts are contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) presented with an error code. The epg is expected to be returned for repair. There was no patient involvement. It was further reported that the epg was returned for service and subsequently tested out of specification during manufacturer's analysis.